Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2001 and mesh was implanted. It was also reported that the patient underwent another procedure on (B)(6) 2008 and mesh was implanted. It was further reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted on (B)(6) 2001 due to stress urinary incontinence and incompetent urethra. It was reported that mesh was implanted on (B)(6) 2008 due to stress urinary incontinence. It was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that patient underwent medtronic interstim implants on (B)(6) 2013. (B)(4).